Event description:
Subsequent information received via (B)(4) report states, patient had left heart cath performed that progressed to intervention on the ostial rca. Placed a 4.0 x 12 non-abbott stent in ostial right coronary artery (ost rca) and then post dilated with 4.5 x 8 trek nc 3 times up to 24 atms. Balloon cath would not could out and eventually the distal tip of the balloon catheter separated and a portion approx 10-15 mm was left in the ost rca. Pt was stable during this event and arrangements made for surgical intervention. Dates of use: 20 minutes. Diagnosis or reason for use: post dilatation of stent.

Manufacturer narrative:
(B)(4). Use above rated burst pressure (rbp). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) states that the balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency. (B)(4).

Event description:
It was reported that using a right radial artery access approach during a procedure of the proximal right coronary artery (rca) the 4.0 x 12 mm non-abbott stent was deployed at 16 atmosphere for 47 seconds in the ostial rca and post-dilatation of the 3rd inflation with the 4.5 x 8 mm nc trek balloon dilatation catheter (bdc) at 24 atmosphere (atm) was performed. It was noted that after bdc deflation and during the attempt to remove the device, resistance and engagement with the stent implant was met and the bdc could not be removed. The bdc was manipulated and eventually the bdc was freed and removed from the anatomy, however, a portion of the balloon remained in the anatomy at/near the stent location. The patient was reported as stable. The patient was transferred to surgery where the separated fragment of the balloon was removed and a coronary bypass of the rca was performed. Post-surgery the patient was reported as remaining in stable condition. There was no reported adverse patient sequela. No additional information was provided.